Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were stuck in the rewind prime sequence on the insulin pump. The customer stated they were unable to exit from the preparing to prime loop. The customer's blood glucose was unknown. The customer also reported they did not receive a second series of beeps and numbers did not appear on the screen during troubleshooting. It was also found the customer was experiencing high blood glucose and was treating their blood glucose with the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.